Manufacturer narrative:
The returned device matches the upn number provided by the customer. Visual inspection revealed device has a bent deployment shaft and damage/peeling on deployment shaft. The electrical test was performed and the device failed the test. Opens located on electrodes 7 and 8 on all splines. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 08dec2017. It was reported that catheter deployment detection issues occurred. A intellamap orion catheter was selected for a radiofrequency ablation procedure. But during the procedure, the orion was shown on the screen sometimes was closed and sometimes was open. The procedure was completed with another orion. There were no patient complications reported and the patients status is stable. However the investigation revealed peeling of the deployment shaft.